Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the outer box of a lifestent xl was returned for evaluation, without any inner packaging material and without the stent delivery system. According to the package label, the package contained a stent with the length of 170 mm, with the respective article number and the lot number. As no device and no inner packaging was returned a mismatch of device and package label, as alleged by the customer could not be verified. No x-ray images were provided, showing the stent placed inside the patient. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Regarding stent deployment the instructions for use states: "pull back the stent system until the distal stent radiopaque marker is placed distally to the target site to ensure full coverage of the lesion. The second hand should be used to support the stent delivery system. Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment. Do not hold or touch the brown moving sheath during stent release." In addition, the instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Regarding preparation the instructions for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel." Regarding stent dimensions the instructions for use states: "measure the length of the target lesion to identify the appropriate length of stent(s) required. Ensure that the stent is long enough to permit the area proximal and distal of the lesion to be covered by the stent." Pictograms showing how to measure the stent length are included in the instructions for use. The dimensions of the stent are properly displayed on the package label of the device package. H10: b5, d4 (expiry date: 10/2023), g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent placement procedure, the length of the device was allegedly found to be different to what was mentioned on the box of the device. An additional stent was required to be placed to cover the lesion. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 10/2023.

Event description:
It was reported that during a stent placement procedure, the length of the device was allegedly found to be different to what was mentioned on the box of the device. There was no reported patient injury.